Event description:
It was reported through a user facility medwatch report when the device was used during an unknown procedure, the device misfired which lead to a conversion to a double purse string low colorectal anastomosis. It was noted from the surgeon that after further inspection of the staple line, the staples were malformed. There was no pt consequence.